Event description:
At 3:30 am customer was having a seizure and the medics were called at 4:30-5:30 am. It was stated medics arrived at 6:30 am and husband tested customer on her meter which measured 258 mg/dl while the medics meter measured 54 mg/dl within five minutes. No insulin was reportedly dosed based on the customers' meter result however the medics administered an IV, contents unknown, to the customer. Reporter stated customer did not go to the hospital and medics left 30 minutes after giving the customer and IV. A request was made for the return of the suspect device and replacement product was sent.